Event description:
It was reported that a patient underwent a laparoscopic uterine fibroid removal surgery on (B)(6)2024 and suture was used. The patient was admitted for surgical treatment of "uterine fibroids" and underwent laparoscopic uterine fibroid removal surgery . During the surgery, after the uterine fibroids were removed, the wound needed to be sutured. When suturing the wound, the suture was pulled hard, but the suture broke (detached) from the needle interface. The doctor replaced the suture and continued to suture the uterine wound. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/14/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: * please confirm if the suture broke into separate pieces or if the needle detached/separated entirely from the suture. * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.